Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, posterior flail, and prolapsed leaflet. A mitraclip xtw was successfully implanted, reducing the mr to trace.on (B)(6) 2024, the patient presented with shortness of breath. A transesophageal echocardiogram (tee) was performed and revealed that the previously implanted clip had partially moved on the posterior leaflet, causing the mr to increase to a grade of 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration associated with partial clip movement per the physician is related to patient conditions and due to leaflet quality. Recurrent mitral valve insufficiency/ regurgitation resulting in dyspnea appears to be related to the partial clip movement (migration). Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a